Manufacturer narrative:
The reporter of the event indicated that the device would be returned for analysis. To date, the device has not been received by apollo. Based upon the device serial number provided, the connecter type is assumed to be a taper ii. Visual examination may confirm or determine another connecter type associated with this complaint. Further information has been requested of the reporter regarding the event date, implant/explant date, patient information, and event details and outcomes. To date, no additional information has been received by apollo. Device labeling addresses the possible outcome of leakage as follows: adverse events: deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Reported as: the patient had a revision procedure of their gastric port. The device had a leak due to a fracture of the lap-band.

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 06/16/2016. Device evaluation summary: the device was returned to apollo endosurgery for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed on the device, and noted the port taper and port base to be discolored, and were yellow in appearance. Non-penetrating nicks/scratches were noted on the port housing. A leak test was performed, and no leakage was noted on the port or band tubing. A fill inspection test was performed, and no blockage or resistance to flow was noted. Under microscopic analysis, the band tubing was broken with striations consistent with surgical end cut for removal of the device. The lab was unable to duplicate or confirm the reported event.